Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the r1 inner wash valve on the customers au680 analyzer. A malfunctioning r1 inner wash valve may lead to cuvette contamination and thus erroneous results as reported. Replacement of this part resolved the issue. The patient demographics were not provided by the customer. Beckman coulter internal reference number for this event is (B)(6) with the full bec identifier is (B)(6). The related MDR's for this event documenting the other patients involved are: 9612296-2017-00043, 9612296-2017-00045.

Event description:
A customer reported the generation of false high glucose results on their au680 analyser. The erroneous patient results were released outside the laboratory. There was no report in change of patient treatment in connection with this event. The customer stated that ten (10) erroneous patient results recovered high for glucose. However on further communication with the customer it was clarified that five (5) patient samples recovered high for glucose with seven (7) erroneous results generated over three (3) different days. The customer stated that quality control (qc) was analyzed prior to and after the event and all were reported as being within specification.